Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event; output connectors passed visual and electrical testing. Upper and lower cases, one side bail cover, and battery drawer are broken. One side bail cover and ring cover are contaminated. Battery contacts are compressed. Ring bail is bent. Lcd (liquid crystal display) is missing pixels.

Event description:
It was reported that side pressure on the atrial cable connector of the external pulse generator caused loss of the sense signal. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.